Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -7.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The surgeon experienced low vaulting. On (B)(6) 2022 the lens was explanted. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: d9: return date: (B)(6) 2023 h3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).